Event description:
A balloon burst during a percutaneous transluminal angioplasty procedure. Attempts to gain further information with regards to the circumstances surrounding this event were unsuccessful. This device was returned evaluated and retained by this MFR. The engineering evaluation revealed a pin hole leak located 12 millimeters distal to the proximal radiopaque marker. The balloon surface was scratched. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface. However without further information regarding the circumstances of the event, co is unable to determine the exact cause for this event. Co is directions for use state: "if loss of pressure within the balloon catheter occurs during inflation or if the balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... Inflation in excess of the rated burst pressure may cause balloon to rupture... Balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples."